Manufacturer narrative:
Sensor (B)(4) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A sensor reading of 71 mg/dl was obtained compared to 26 mg/dl obtained on built-in reader. The results/comparison readings when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. Customer tried to drink juice, but it did not open, and they lost consciousness. Customer was treated with a glucagon injection by a family member. There was no report of death or permanent injury associated with this event. Additional reading comparisons were reported as follows: sensor scans of 134 mg/dl and 68 mg/dl were compared against built-in meter readings and sensor scans of 114 mg/dl and 34 mg/dl were compared against built-in meter readings. The results/comparison readings when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Event description:
A high reading issue was reported with the adc device. A sensor reading of 71 mg/dl was obtained compared to 26 mg/dl obtained on built-in reader. The results/comparison readings when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. Customer tried to drink juice, but it did not open, and they lost consciousness. Customer was treated with a glucagon injection by a family member. There was no report of death or permanent injury associated with this event. Additional reading comparisons were reported as follows: sensor scans of 134 mg/dl and 68 mg/dl were compared against built-in meter readings and sensor scans of 114 mg/dl and 34 mg/dl were compared against built-in meter readings. The results/comparison readings when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Extracted data from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure modes were observed. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release all pertinent information available to abbott diabetes care has been submitted. This serves as a correction report as the initial MDR report inadvertently was missing the physical and extended investigation on the reported sensor. H6 adverse event problem and h10 - addtl mfg narrative have been updated to include investigation findings.